Event description:
The device was used during a thoracoscopic mediastinumectomy procedure. Reportedly, a component disengaged and the instrument warning light was on. The surgeon was able to retrieve the component and applied another device to complete the procedure. The hospital has reported no pt injury occurred.